Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of hypersensitivity and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the use of the device. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The lot history record for this product was not reviewed and a similar incident query was not performed because the part and lot numbers were not reported.

Event description:
It was reported through a research article that the patient was admitted to the emergency room complaining of chest oppression. Emergent angiography revealed several significant stenotic lesions in the left distal circumflex (cx) and diagonal branches. Percutaneous coronary intervention (pci) was performed, a 3.0 x 18 mm xience prime cobalt-chromium everolimus eluting stent (cocr-ees) was implanted in the left cx artery culprit lesion. Two weeks later elective pci was performed in the diagonal branch by implanting a 3.0 x 15 mm non-abbott cocr-ees. After 6 months, the patient suffered repeated in-stent restenosis in both lesions. Neointimal proliferation occurred rapidly and almost simultaneously in the two lesions. The patient previous medical history was requested and the patient acknowledged to being allergic to metal. The cause was established to be metal allergy, as determined by patch tests which were strongly positive for bare metal stent and weakly positive for cocr-ees. Following the third successive angiography, treatment was with prednisolone, anti-allergic and anti-proliferative medication. An elective angiogram performed 3 months later showed no evidence of in-stent restenosis in any of the stented lesions. Furthermore, the patient has remained angina-free for 15 months. No additional information was provided.